Event description:
It was reported after implantation of the sjm heart valve, the patient had low levels of thrombocytes. The device remains implanted and the patient has been discharged home. Additional information has been requested.